Manufacturer narrative:
The reported event occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black spots in the tube/cap of the medication port on an exactamix total parenteral nutrition bag. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a dark spot on the add port. Microscopic inspection revealed dark fleck-like pieces of material on the surface and embedded in the body of the add port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.